Manufacturer narrative:
Additional information was received on 27 july 2023 reporting post-operative x-rays were taken at the physician's clinic, but it is unknown what they showed. It was also reported the surgeon followed the surgical technique and the issue ocurred likely due to patient noncompliance with post-op instructions. As a result of this additional information received, the following coding in h6 was updated (corrected data): -investigation findings code (annex c) updated to 4248- usage problem identified. -investigation conclusions code (annex d) updated to 4310- caused traced to non-device related factors.

Event description:
It was reported an olecranon " plate failure" ocurred post-op (event date unknown). It was reported the plate did not break, but "the implant failed to hold the fractured piece and the construct as a whole failed." It was stated the patient's elbow would need to be revised. Attempts were made to obtain further information regarding the event to no avail. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.